Event description:
Pt was implanted with click'x construct at l4-5 for a posterior lumbar fusion on an unknown date in (B)(6) 2009. The pt experienced pain postoperatively. Non-union was suspected by x-ray. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt was revised to a laminectomy. This is 13 of 14 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.